Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The gusher was repaired and the patient was implanted. This is the final report.

Event description:
It was reported that the patient experienced a gusher during implant surgery.